Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing came apart. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.